Event description:
Customer alleged that pump did not pass flow accuracy test. It under infused by 8.2% based on a rate of 125 ml/hr. There was no dosage provided.

Manufacturer narrative:
This is the first time that the pump sends in for svc. Pump has been serviced by third party due to pump's maintenance due date was changed. Volumetric accuracy tests were performed and found that pump was out of +/-5% specification. Pump was calibrated to resolve the issue.